Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found scratches on the screen.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the high definition lcd monitor had blackouts occur due to power failure several times during a procedure. The issue was observed during a therapeutic (vats) procedure. The procedure was completed using the same equipment. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the monitor blackouts occurred because of the power supply behavior may have been unstable due to a faulty power cord or connection, or a faulty g1 board. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic video-assisted thoracoscopic surgery (vats) procedure.